Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was successfully deployed; however, the next set of bands became twisted around the cap and would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: d4, d10, h3, h4

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was successfully deployed; however, the next set of bands became twisted around the cap and would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band was successfully deployed; however, the next set of bands became twisted around the cap and would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results only the ligator head was returned for analysis, and a visual evaluation noted that the handle assembly and trip wire were not returned with the device. It was possible to observe that there were five bands present on the ligator head which were moved out to their original positions and one band attached to the ligator head showed a torn section. It was also noticed that some of the ligator head teeth were bent. Additionally, the suture was not returned and the suture hole showed a stress mark on the white section. No other issues with the device were noted. Based on the evaluation of the returned ligator head, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have generated the bands to moved out of their original positions, impacting the bands deployment activity and could have contributed to the reported issues. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.